Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s controller displayed the ¿replace generator¿ message. As a result, surgical intervention may take place to address this issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2020, wherein the patient's ipg was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.